Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer failure. A field service engineer checked and reseated cables in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system reported drawer failure and required maintenance. The customer retrieved medication from another station and confirmed no delay to patient care. There were no adverse events or injuries reported based on this event.